Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. The reporter stated that the insulin on board (iob) feature was working intermittently. Reportedly, the iob was turned on with a four hour duration. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 03/28/2014 with the following findings: during the investigation, a review of the pump history showed no activity related to the complaint. There was no data in the black box from time of reported issue due to continued use. The insulin on board (iob) feature was found to be calculating correctly during testing. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.